Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the motor did not run. The use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation: the reported issue that the motor did not run was not verified during preliminary analysis. Service technician found that the instrument booted up normally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Desc evt problem updated: medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the motor did not run. The instrument was not used. There was no patient involvement, so no adverse effect occurred. Additional information b5: medtronic received additional information that because the patient was not connected at that time, it was discovered by the user during the test run. The user did not continue to use it and returned it for inspection and repair medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that no error warning message appeared. Correction d8 (was dev serviced by third party?): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.